Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath distal tip ceramic was damaged. The event occurred during pre-use inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d10, h3. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to ceramic tip insulation break: stress problem identified and the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.